Event description:
Ous MDR - after an implantation period of about 54 months, oversensing with inappropriate therapy was reported. The lead was explanted and returned to biotronik for analysis. Apart from the shocks, no adverse patient side effects have been reported. The implant and explant dates are not provided, but the lead was implanted for 54 months.

Manufacturer narrative:
Upon receipt, the lead under complaint was found dissected in two segments at 18 cm distal to the is-1 connector pin. Both lead segments were received for analysis. The inspection of the proximal lead segment revealed a rubbed through insulation as a result of the interaction between the lead body and the ICD can. The coating of the conductor cable to the ring electrode was found damaged at this position. This damage can be considered to be the root cause of the issues mentioned in the complaint description. Signs of wear were also noted at the distal lead segment, in the area of the tricuspid valve. Mechanical stress in the implanted state as a result of the interaction between the lead body and the tricuspid valve should be taken into consideration. Diagnostic images clarifying this assumption were not available for analysis. In this area, the conductor cable to the ring electrode presented a ductile fracture and the conductor cable to the rv shock coil was found outside the lead body through a small hole. The characteristics revealed that these damages originated from strong pulling forces applied during the surgery. An inside-out abrasion could be excluded by the analysis. The analysis did not reveal any sign of a material or manufacturing problem.